Event description:
Per the clinic the device was explanted on (B)(6) 2024, under general anesthesia due to pain and migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.